Event description:
We received an allegation about discrepant results for 1 patient sample tested with online tdm valproic acid (valp2) assay on a cobas 8000 cobas c502 module. Initial result: <5 mg/l. The physician questioned the result and requested a repeat of the sample since he suspected an intentional drug intoxication. Repeat result: 974 mg/l (after dilution 1:10).

Manufacturer narrative:
The cobas c502 serial number was (B)(6). The customer asked if valp2 assay can be affected by a hook effect. The investigation is ongoing.

Manufacturer narrative:
The customer is not able to provide the calibration traces and the qc values for the date of the event and the sample was not available for investigation. The sample was diluted with the pstdm1-diluent. Valp is an emit enzyme immunoassay technique assay, and therefore due to the technique used, it is not affected by the hook (heidelberg curve) effect. The investigation did not identify a product problem. The cause of the event could not be determined.